Event description:
It was reported that the patient underwent a revision procedure due to freezing pump with the pump staying flat when pressing the bulb and the patient experienced inflating the device with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient recovered following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to freezing pump; the pump stayed flat when pressing the bulb; and inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient recovered following the procedure.

Manufacturer narrative:
The returned device was analyzed and the reported event of inflation issues, freezing pump, and collapse was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Manufacturer narrative:
Additional information: e1. The returned device was analyzed and the reported event of inflation issues, freezing pump, and collapse was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to freezing pump; the pump stayed flat when pressing the bulb; and inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient recovered following the procedure.